Event description:
Lens was implanted in the pt's eye that was possibly mislabeled. The pt is doing fine. The lens case and product carton were 1 diopter off. Lens remains implanted in the pt's eye. Review of the batch records and lens implant records showed no problems with the lot. This was felt to be an isolated case.